Manufacturer narrative:
Concomitant medical products: 900sfc32, tricuspid ring, 620rg31, annuloplasty ring; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing intermittent diaphragmatic stimulation from the left ventricular (lv) lead which was likely to be positional. The lead was reprogrammed with no further episodes of stimulation reported. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(Initial aware date = (B)(6) -2019). If information is provided in the future, a supplemental report will be issued.